Event description:
It was reported that the right ventricular (rv) lead was explanted due to dislodgement. The dislodgement occurred shortly after the implant procedure causing decrease in sensing and high pacing thresholds. Subsequently a new rv lead was successfully implanted. No additional patient adverse effects were reported. The lead is expected to return for analysis.

Event description:
It was reported that the right ventricular (rv) lead was explanted due to dislodgement. The dislodgement occurred shortly after the implant procedure causing decrease in sensing and high pacing thresholds. Subsequently a new rv lead was successfully implanted. No additional patient adverse effects were reported. The lead is expected to return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned intact. The setscrew marks were in the correct location on the terminal pin. The helix was retracted, and dried body fluid was noted in the helix housing. Testing was completed to assess lead electrical performance and it passed, indicating the conductors were intact on the segment of lead returned. The hipot test passed indicating no electrical shorts between conductors. Visual inspection revealed no abnormalities and showed the lead tip/helix appeared to be normal. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.